Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. (B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. The patient has a history of multiple recurrences of corneal haze over the past several years. Prior to explantation of the corneal inlay, the grade iii corneal haze was characterized as dense 360° haze/scarring around the inlay and progressing centrally. The patient reported experiencing worsening glare around lights, but this did not significantly impact her activities of daily living. At the patient's last examination on (B)(6) 2017 (~2 weeks after inlay explantation), the haze was improving/resolving and the patient's best corrected distance visual acuity (bcdva) was 20/25-.

Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted corneal inlay has not been returned to the manufacturer at this time. Corneal haze, corneal scarring, and inlay removal are listed in the device labeling as potential risks of corneal inlay surgery. (B)(4).

Event description:
The subject was enrolled in the clinical study for (B)(4) and underwent implantation of the investigational corneal inlay in the right eye on (B)(6) 2013. On (B)(6) 2016, the patient presented with corneal opacity and corneal haze surrounding the inlay. On (B)(6) 2017, the corneal scarring was stable, but the inlay was explanted on (B)(6) 2017 in order to prevent progression. The patient reports experiencing light sensitivity and blurry near vision over the past 2 years. There was no adverse impact to the patient's best corrected distance visual acuity (bcdva).